Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 tests produced 6 positive results; however, both pcr and rapid testing at the doctor's office produced negative results. There was no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "if you won¿t a positive test results buy this I took 6 test all positive went to dr took rapid negative and pcr negative dame."

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. Device manufacture date: unknown. Investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer received a positive result¿ using a bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿and a negative pcr result.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false positive. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.